Event description:
The customer stated a stat troponin-I result of 0.055 ng/ml was generated on the architect i2000sr analyzer. Per the customer's retest rule, results above 0.025 ng/ml are automatically repeated and the repeat result was 0.001 ng/ml. The original and repeat sample were from a lithium-heparin pst tube. A serum tube from this patient was also tested yielding a result of 0.001 ng/ml. The result of 0.055 ng/ml was not reported, and there was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Product evaluation testing was not performed because the complaint tracking and trending records and a review of the architect stat troponin-I reagent package insert did not identify any potential deficiency associated with this product. The customer was referred to the following information. The package insert states in the specimen conditions section, "ensure specimens are free of fibrin, red blood cells, and other particulate matter." The package insert states in the specific performance characteristics, precision section, "the architect stat troponin-I assay precision is </= 10% total cv for samples >/= 0.20 ng/ml (>/=0.20 ug/l)." Architect stat troponin-I control package inserts are lot specific. Since the control lot in use by the customer was unknown, the most recent control package insert (B)(4) was reviewed for the low control target and the low control concentration range. In this package insert revision, both the low control target (0.13 ng/ml) and low control concentration range (0.09 - 0.17 ng/ml) was less than 0.20 ng/ml. In addition, the patient sample values tested by the customer are less than 0.20 ng/ml. There is no precision claim for controls and samples at this end of the range. A product deficiency was not identified. The architect stat troponin-I assay is performing acceptably based on the review of complaint tracking and trending reports and the architect stat troponin-I reagent package insert. There were no additional issues identified requiring further investigation. This is the final report.